Event description:
It was reported by the patient their implantable pulse generator (ipg) has "only has three years remaining on the implant battery". The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.